Manufacturer narrative:
The ge service representative adjusted the ma circuit on the 9800 system. The dose rate is now within normal limits. The system is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the 9800 has exceeded the skin exposure to 11.2 and has high ma reading when performing dose rate measurements. No patients were involved. But the user was present.